Event description:
Customer reports via phone: during an injection, the console reverses from the "injection screen" back to the "injection mode" screen. When this happens the injection proceeds, but injection screen information, namely the scan delay and injection timers, are lost which can result in the operator not starting the scanner at the optimum time for good imaging. The screen change also removes the stop button from the screen. Thus, the injection can not be stopped from the console.

Manufacturer narrative:
The customer's primary complaint is somewhat unclear, as the customer was unable to reproduce the problem while l f engineer from service was on site. The customer indicates the console display sometimes changes from the "injecting" screen to the "injection mode" screen during an injection. Sometimes the touch screen also locks up. However, engineer was only able to reproduce the incorrect screen change by running an injection where the scan delay expires near the end of the programmed injection. The combination of the expiring scan delay and the end of the injection can cause the console to change to the "injection mode" screen instead of the "results" screen. Engineer reproduced the incorrect screen changes, but did not see any lockups. Although, the visual display of the scan delay timer may be lost near the end of the injection, engineer's investigation on 07/12/05 shows the scan delay still expires and beeps as expected. So there is minimal impact on the users' ability to start the scanner at the correct time. This situation can be avoided. Investigation showed the stop button disappears, at about the normal time, near the end of the injection when the console display changes to the "injection" mode screen. We believe this explains why the customer did not report a missing stop button. If the stop button is lost near the end of the injection, no hazard exists. In addition, multiple means are provided on every injector in order to stop an injection. If the stop button were to disappear much earlier, the patient would receive the proper amount contrast, but without x-rays. No complaints with similar symptoms have been received. We will continue to monitor the frequency of any related complaints that may occur in the future.